Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Additional complaints created to cover instances of spillage reported in additional information provided for complaint: (B)(4) as stated below additional information received via email 11apr2025 from [name], amr cd specialist from the conversation with dr. [Name], [hospital] on wednesday on (B)(6) r2025: he started observing more closely starting on (B)(6) 2024 when he had an instance of spillage. There are two total instances that we can remember (but cannot remember the date of the 2nd one, not recent). Intervention: ni. Patient status: ni.

Event description:
Procedure performed: ni. Event description: additional complaints created to cover instances of spillage reported in additional information provided for complaint (B)(4) as stated below additional information received via email 11apr2025 from [name], amr cd specialist from the conversation with dr. [Name], [hospital] on wednesday (B)(6) 2025: he started observing more closely starting in (B)(6) 2024 when he had an instance of spillage. There are two total instances that we can remember (but cannot remember the date of the 2nd one, not recent). Intervention: ni. Patient status: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the reported event was caused by the improper interface between the support and bead slot. Applied medical has performed a historical trend analysis and review of production records and no systemic patterns were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section d4 (lot number, expiration date, additional UDI number) and h4 were updated to "unknown" to accurately reflect the lot information.